Event description:
A 7 1/2 year old boy was originally implanted on february 28, 1996. He was successfully fitted and there were no reports of any problems with his system. The child's parents took him to the implant center on april 2, 1999 for a complete device eval because pt's system stopped working on march 31, 1999. The parents were unaware of anything unusual which may have occurred in the weeks prior to the event. Testing conducted at the center, including a change out of the external equipment, confirmed that his device was no longer functioning and the decision was made to proceed with explantation and reimplantation. Revision surgery took place on april 7, 1999. Pt was reimplanted with another clarion device.